Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date, the pump was programmed to deliver an unspecified concentration of vancomycin. No specific programming parameters were provided. After an unspecified length of the time, the nurse entered the patient's room expecting the delivery to be complete; however, the pump was still infusing the medication. There were no reported adverse patient effects. No medical interventions were required. The customer contact stated the delivery took "double the time," than what was expected. The pump was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.